Event description:
A surgeon reported a patient experiencing an inflammatory membrane across the pupil six months following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/04/2009, 02/05/2009, 02/16/2009, 02/17/2009, and 02/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/27/2009.